Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. The pump displayed a system failure, a primary audible alarm bgnd test error and a biomed passcode requested message. The pump's history showed an intermittent volume over time infusion of 3ml syringe gave an empty alarm, then system failure primary audible alarm bgnd, then system failure acu watchdog failure. There were no adverse events reported